Manufacturer narrative:
The reported events were lead dislodgement, insulation damage, r-wave amp variation, and failure to capture. As received, a complete lead was returned in one piece with helix found extended and clogged with blood/tissue. The full helix length was measured to be within specification. The reported event of insulation damage was confirmed. Visual inspection of the lead found the lead body insulation was cut/ damaged at the suture tie region. The cause of the reported event of insulation damage is consistent with procedural damage. The reported event of r-wave amp variation and failure to capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During a follow-up, decreased sensing and loss of capture were observed on the right ventricular (rv) lead. The physician suspected rv lead dislodgement. During a revision procedure, insulation damage was observed potentially due to the suture sleeves being tied very tight. The event was resolved by explanting and replacing the rv lead. The patient was stable.